Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was mentioned patuent's copd/asthma got worse after using the device. There also mentioned patient had allergic reaction to the mask, which is now consider as cancer. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging filter are black an issue related to a CPAP device's sound abatement foam. Patient alleged copd/asthma got worse after using the device and mentioned patient had allergic reaction to the mask, which is now consider as cancer. It was also added that they suspected oral cancer and was strugling to breathe. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code which was missed in previous report was captured. Section h6 updated in this report.